Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed an ECG recognition test. The cause for the failure was isolated to cable connecting the dn to the rear te had a nicked pulse wire that caused a short inside the distribution node the root cause for the nicked pulse wire was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving adjust belt messages.